Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed based on the review of the log file submitted by the account. Based on past experience, the pump stoppages and corresponding hazard alarms that occurred while the patient was supported by the mpu and batteries could be indicative of driveline damage. The submitted log file contained data from 11may2019 through 27may2019. Beginning on (B)(6) 2019 at 09:12:54, the pump struggles to maintain the fixed speed and multiple pump stops with associated low flow and low speed hazard alarms were captured while the patient was connected to the mpu. The events appear to resolve for a period of time after the patient switches to batteries; however, an additional pump stop is captured while the controller is still connected to battery power. From 13:04:02 until the end of the log file, the pump is stopped, and the driveline was disconnected at 13:16:51. Of note, on 27may2019 from 13:00:21 to 13:04:03, pump power ranged from 10.5-24.4 watts (average of 23.1 watts) with associated elevations in calculated flow up to 12.0 lpm. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The patient¿s family did not consent to an autopsy for pump explant. The account suspects that the patient¿s driveline was compromised. No product is available for investigation. The heartmate ii lvas IFU lists death as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Also, the hmii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The statement regarding the patient refusing a pump exchange was previously reported under MFR # 2916596-2018-04342. Approximate age of device ¿ 6 years 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was presented to the emergency department with complaints of low flow alarms while bending to tie his shoes. The patient expressed that he wishes to have no additional surgeries, so pump exchange was not considered when this alarm was noted back in (B)(6) 2018. While awaiting a bed on the floor, the lvad stopped and the patient passed away; patient was a do-not-resuscitate order (dnr). The log file was reviewed. The log file analysis showed there were multiple pump stops and low speed advisories while connected to the mobile power unit and battery unit on (B)(6) 2019. It appeared the short-to-shield had matured into a phase to phase short. There was also a driveline disconnect noted on (B)(6) 2019. No further information was provided.